Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient that the patients implantable pulse generator (ipg) site was not healing. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted in the patient and in use.